Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with syringe. The troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to follow up with healthcare provider concerning high blood glucose. The customer change set and talk to her healthcare provider.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.